Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician treated a patient with venaseal using local anaesthetic. Hand and transducer compression was used. Three days post procedure the patient experienced a pulmonary embolism.

Manufacturer narrative:
The patient¿s thigh great saphenous vein (gsv) was treated with venaseal. Patient¿s calf was not treated. The catheter tip was located 5 cm caudal to the sapheno femoral junction (sfj) prior to initial delivery of adhesive. On presentation to physician¿s office 2 days post procedure patient had one hour of chest pain. Ems were called to office. A CT was carried out with revealed pe. The patient was admitted to anticoagulation. No further updates on patient condition. If information is provided in the future, a supplemental report will be issued.